Manufacturer narrative:
The customer returned the accuchek inform ii base (serial number (B)(4)). The base has corrosion on the left contact. The corrosion prevents full connection from the meter to the base. The case is not substantiated for an electrical short due to excessive cleaner fluid being allowed to remain in base unit and cause corrosion. The customer allegation of melting and burning with the base unit was tested and it is not substantiated.

Event description:
The customer stated that the inform ii base (serial number (B)(4)) was having charging issues and not delivering charge to the meters. She reported that the staff reported a burning smell coming from the base and that one of the charging pins looked burned. The customer stated it could be possible corrosion. The customer reported that there were no other visible signs of burning/melting such as melting or browning of plastic. The base had a good led light. The customer claims that no paper or flammable materials were anywhere near the charging pins of the base. There was no adverse event. The suspect device was requested to be returned and a replacement was sent.